Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed up with customer over the phone. Customer informed fse that the ups was an apc brand which is not a tosoh ups. Customer informed fse, the ups was installed by the biomed department at vamc. Fse verified from customer the g8 is functioning as intended. Customer will follow up with their ups vendor for replacement. No further action was required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The most probable cause of the reported event was due to failure of vamc (apc brand) ups which was not a tosoh's ups.

Event description:
On (B)(6) 2018, customer reported flashing and beeping ups on the g8 instrument. Customer stated instrument went completely down after the ups flashing and beeping stopped. Technical support specialist (tss) asked customer if the cause could be the electrical receptacle, customer stated that no other items are plugged into that receptacle and they have power. A field service engineer (fse) was dispatched to address the reported event which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.